Manufacturer narrative:
Concomitant medical products: product ID: hh90g01, product type: mobile platform. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens). It was noted that the patient¿s trial started on (B)(6) 2020. It was reported that the patient's handset keeps disconnecting and loosing connection. The patient said yesterday she was out of the house and have not urinated in a really long time. The patient noticed it had been a full day and have not gone. It was not connected and no signal and she thinks it was off. The patient said she turned it off and back on and felt it again. Then this morning the same thing but it just goes to the yellow caution and says to change the battery or reset the device. It was recommended that they follow up with their healthcare professional to review the ens battery. No further patient complications are anticipated or expected as a result of this event.